Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se found the lock of the expiratory filter loose causing the alarm; the screw on the filter was tightened solving the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator was alarming with patient disconnect message. The ventilator was not in use on a patient at the time the alarm occurred.